Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced dizziness. The customer however reported self-treating with fruit juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. The sensor plug was observed to be properly seated. No failure modes were observed on the sensor plug assembly upon visual inspection. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was re-programmed and activated with known good reader to perform an smu (source measurement unit) test. Observed signal and sound icons are shown as activated. After waiting for few minutes, the known good reader was connected to approved software and command was sent and first 5 ble packets were received, indicating that the bluetooth alarm signals sent to the sensor were the same alarm signals sent back to the reader. This determines that there were no alarm signal issues. The smu, poise voltage and sensor thermistor testing were all within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced dizziness. The customer however reported self-treating with fruit juice. There was no report of death or permanent impairment associated with this event.